Event description:
Dental students were taking impressions on one another when one of the students developed a rash around the stundent's mouth and on the student's chest. The student experienced trouble breathing, tachycardia, and was anxious. The student was taken to the oral surgery department at the university where they gave student a chewable benadryl tablet. The symptoms completely disappeared less then twenty-fours later.